Manufacturer narrative:
(B)(6).

Event description:
It was reported that while the patient was in the recovery room, the atrial lead exhibited unacceptable thresholds and a sensing anomaly. The lead was noted to have dislodged. The lead was successfully repositioned the following day. The patient was in stable condition post surgery.